Manufacturer narrative:
Do not have complete info, as the customer service rep was unable to obtain it.

Event description:
Customer called stating that he accidentally applied control solution to his open wound. There was no allegation of an adverse reaction. It was not necessary to replace product or request return for eval.